Event description:
In 2008, I used the sleep CPAP mask- resp machine which I've been on for about 6 months off and on. My mouth kept getting dry and I called rep and she said turn the machine on 5, which is the highest, and I was using it on 4, about 2 hours after, I couldn't get my breath and had to go outside to get my breath. I thought I was having a heart attack, I went back to bed and tried it again, which did the same, and I had to get up again. The next morning, I could taste plastic in my mouth and went to the emergency room. They checked my heart and lungs, and the house doctor said it was the plastic I inhaled in my lungs from the machine, because everything else checked out o.k. The heart doctor came in and said he would like for me to stay overnight to check on me, which I did, and he said it probably was the plastic I inhaled. The machine has a heater in the bottom with plastic container on top that holds water; the plastic container melted and I inhaled it in my lungs.